Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping), resulting in posterior leaflet tear, appears to be related to patient morphology/pathology. The reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet and an anterior leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully placed medially on the antirior-2/postioer-2 (a2/p2) leaflets. While capturing the clip, the posterior leaflet came out. A small flail was identified on the leaflet. The clip was repositioned and successfully implanted. The procedure was discontinued, the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.